Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic, interrogation revealed a ventricular tachycardia episode due to undersensed atrial fibrillation. Programming changes were recommended. No further information is available.